Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity were not provided for reporting. This report is for (band aid brand kizu power pad regular ap 4901730021906 0037131785apa 0037131785apa). Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI #: (B)(4). Upc # 4901730021906. Expiration date: ni. Lot #: na. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid brand kizu power pad regular (kpp). On (B)(6) 2021, the consumer used kpp because the consumer¿s wrist was abraded and skin peeled off about 6mm square. When the consumer removed kpp on (B)(6) 2021, the skin, which was not the wound, peeled off and bled. The consumer removed the product while in the bath and the adhesive was so strong that it peeled off healthy skin, causing it to bleed. The skin peeled off in an area of about 8mm by 5cm, and, as per consumer, it became worse than the situation when the consumer initially applied it. Even I put three sheets in a row, blood leaked. On the same day, (B)(6) 2021, the consumer visited a hospital and received unknown treatment. On (B)(6) 2021, the consumer visited the hospital again and was provided an unknown treatment. As of this reporting, the symptom was getting better without pain, though it was still forming pus.